Event description:
It was reported that during a da vinci s surgical procedure, a lens was observed to be missing from the endoscope. No efforts were made to retrieve the missing lens. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through left and right channels to the camera head. The endoscope was returned to the original equipment manufacturer (OEM) for evaluation. Per the customer reported complaint, the OEM confirmed that an endoscope lens was missing. It was determined that the endoscope was exposed to a high temperature load caused by unsuitable cleaning and sterilization, which allowed fluid to infiltrate the endoscope. As a result, the glue is washed out and the optical components were damaged. Sterility is the responsibility of the person/institution performing the sterilization. Intuitive surgical's reprocessing instructions for cleaning, disinfection, and sterilization information for reusable instruments, accessories and endoscopes used with da vinci, da vinci s and da vinci si systems lists intuitive surgical's recommendations for methods of sterilization and the parameters. The da vinci s surgical system user's manual specifically states: caution: do not autoclave the endoscope. Autoclave cycles introduce high temperatures and sudden temperature changes, which will cause damage to the endoscope.